Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. All explanted device components will not be returned as they were not released by the facility.

Manufacturer narrative:
B3: exact date unknown, event occurred about a year ago from date manufacturer was made aware. D6b: explant date: a year ago additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 5132869/7070182.